Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer and customer's friend was reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2021. The customer¿s blood glucose level was 1200 mg/dl at time of incident. The current blood glucose level was 88 mg/dl. The customer was treated with insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.